Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed self test. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the customer¿s insulin pump had button error. The customer¿s blood glucose level was unknown. The customer it was reported that the customer¿s insulin pump had alarmed button error and buttons didn't work. The insulin pump will be returned for analysis.